Event description:
The customer reported that the device issued a "speaker malfunction". No pt harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.